Manufacturer narrative:
Bayer service performed a checkout of the provis injector system and found it performed to specifications. Attempts have been made to obtain disposable information without response from the customer. An offer for additional applications training has been made with no customer response at this time. In the event that additional information becomes available, a follow up report will be submitted.

Event description:
The following information was obtained from a bayer representative: a patient suffered an alleged air injection while attached to the provis injector system. While at the customer site, a staff member shared with bayer service that intervention was necessary and the patient was reported to be in stable condition. Attempts to obtain additional information regarding the details of the exam and intervention provided have been made without response from the customer at this time.